Event description:
It was reported that two days post a port placement, the catheter was allegedly found to be cracked. It was further reported that the fluid was allegedly leaked from the cracked area. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one catheter segment was returned for evaluation and one video was provided for review. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. A small split was noted under microscopic observation on the catheter segment and a leak was observed from the split area of the catheter. Therefore the investigation is confirmed for the reported fracture and fluid leak issues and the video review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 03/2025). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two days post a port placement, the catheter was allegedly found to be cracked. It was further reported that the fluid allegedly leaked from the cracked area. Reportedly, the port and the catheter were removed and replaced. There was no reported patient injury.